Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" electrodes and cable were missing. The r1 therapy electrode was pulled from strain relief off of the distribution node (dn) to the rear therapy electrode cable. Additionally, the cable connecting ECG "a", "b", and the front therapy electrode was pulled from the strain relief, damaging cable connector j703 and j704 on the distribution node pca and breaking wires within the cable from the j703 connector.: the root cause for the strained cable was excessive force. The root cause for the missing components was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.